Manufacturer narrative:
The custom fossa components of two patients were inadvertently mixed during the packaging and sterilization process prior to shipment to the customer. Upon surgery, it was identified that the unit labeled as the right fossa component was actually a left fossa and did not match this patient's anatomy. Further investigation at the manufacturing facility identified that the custom fossas for two custom tmj cases were inadvertently mixed causing the error.

Event description:
Surgeon reported that the fossa component did not fit the patient and did not match the model. It was identified that the right fossa received in this case was not designed for this patient and therefore, could not be used in the surgical procedure. The surgeon had to use a stock tmj fossa. There was approximately a 45 minute delay in the surgical procedure as a bone graft had to be completed.